Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: decompressive laminectomy l3-4 bilateral, transforaminal lumbar interbody fusion, l3-4 with right sided approach, peek implant l2-4 disc space, posterolateral fusion l3-4, titanium pedicel screws l3-4, bone graft harvest right iliac crest, exploration of fusion mass, application of rhbmp-2/acs. Pre-op and post-op diagnosis: spondylolisthesis l3-4 with bilateral leg pain, spinal stenosis; previous back surgery with fusion l4-5, transitional lumbosacral vertebra . No complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.